Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, while attempting to advance the smart coil into the target vessel, the hospital technician noticed the smart coil pusher assembly was stuck to the introducer sheath. Consequently, the smart coil pusher assembly became bent; therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.